Event description:
Patient had two drains, one lateral, one medial following knee surgery. Nurse removed lateral drain without difficulty. The medial drain was resistant to removal, physician notified. Physician attempted removal 6/22/93 and drain broke off below surface. Pt to or for removal 6/24/93. Drain comnant was not retained for evaluationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.